Event description:
It was reported that a patient presented remotely with no capture at max output on their right ventricle leadless pacemaker (rvlp). On (B)(6) 2026, the patient was brought into the electrophysiology lab for retrieval of the rvlp, but the physician was unable to retrieve due to the docking button lodged in the free wall of the rv. The helix was noted to be stable. The physician was able to free the docking button and since measurements were within normal limits, the physician elected to complete the procedure with the rvlp implanted in its position. The patient was stable before, during, and after the procedure.